Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shield cover and circuit board unit in the scope connector was dirty. Based on the results of the investigation, and since the e315 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the dirty shield cover and circuit board was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had e-315 scope incompatible error. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.